Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during pre-use inspection the cs100 intra-aortic balloon pump (iabp) had a distorted screen on their device. Initial assessment suggested a possible fault in the display cable. The user then stopped the repair. There was no patient involved.